Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and unspecified alarm. Customer's blood glucose level was 441 mg/dl, 447 mg/dl and two hours later it was 459 mg/dl and bloused with pump. Customer states that they quick release came off. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.